Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(4). Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 90 mg/dl (mobile system) and 42 mg/dl (compact plus system). The customer had unspecified hypoglycemic symptoms at the time of these results. The customer's wife treated customer with glucose; however, the customer would have been able to treat himself. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.